Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of discovering that she was not connected to insulin pump and requested assistance rewinding insulin pump in order to reconnect. Customer's blood glucose was 600 mg/dl. Customer declined troubleshooting due to knowing cause of high blood glucose. Call was disconnected.